Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the pusher assembly kink which was observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the pusher assembly mid-joint passed through the introducer sheath friction lock, the ruby coil lp was able to advance through its introducer sheath without an issue. Further investigation of the device revealed bends along the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician implanted one penumbra coil in the target vessel. Subsequently, the next coil, a ruby coil lp, would not advance past the friction lock in the introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using new coils. There was no report of an adverse effect to the patient.